Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on (B)(6) 2025). The patient's blood glucose levels read high (>400 mg/dl) while wearing the pod between 24 and 36 hours. The patient reports their blood glucose level was high from the previous pod prior to application of this pod. Symptoms reported include hyperglycemia and vomiting. In addition, the patient reports having to go to the bathroom frequently. Once at the hospital the patients pod was removed. The patient had a catheter inserted. The patient was treated with intravenous fluids as well as insulin. The patient remains in the hospital at the time of this call. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.a716usqsbgxb1 hardware: sm-a716u cgm sensor type: g6.